Event description:
Patella failure, delamination/lack of ingrowth. Loosening of tibial baseplate. Scratching on femoral condyle, excessive wear to tibial insert. Replaced with stemmed stabilized femur.